Event description:
It was reported that the patient was complaining on pain at the vns generator site and was referred for vns replacement surgery. The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility, historically, does not return explanted products. No additional relevant information has been received to date.